Event description:
A customer reported experiencing a tandem mobi cartridge alarm during pumping, which had occurred previously with the pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm, arranged to send a replacement pump, and instructed the customer on how to return the malfunctioning one. The customer would continue using their current pump until the replacement arrived and understood all guidance provided by technical support for the transition.